Event description:
Same case as MDR ID 2134265-2015-04952. Reportable based on analysis completed on 01-jul-2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. A 26x2.5mm, eccentric target lesion containing a lesion bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A guide wire crossed the lesion and pre-dilation was performed. A 2.75x28mm promus element ¿ drug eluting stent was then advanced but failed to cross. A smaller 2.50x28mm promus element ¿ drug eluting stent was advanced but also failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. An examination of the balloon found that the stent was detached from the balloon and was not received for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was clear evidence of the stent crimp on the balloon material. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).